Event description:
T was reported that the pump shut off unexpectedly. Customers blood glucose value was 101 mg/dl. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.